Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, engineering analysis result showed that changed in the patient's rhythm had caused multiple ventricular tachycardia (vt) episodes. A reprogramming change to increase the right atrial (ra) to 2.9 volts appeared to change the rhythm. It was the discussed that high rate atrial sensing even in refractory will cause an increase in power consumption. Hence, it appeared that the pacemaker rate in atrial sensing had increased when output was high and was capturing again. To date, this pacemaker remains in service. No adverse patient effects were reported.